Manufacturer narrative:
(B) (4). (B) (4). The device has been received. The investigation is not yet complete.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an intervention procedure. Reportedly, when the needle plunger was removed, the suture was "cut." When the proglide device was removed from the vessel, the knot was not formed, there were three sutures, and the rail suture could not be pulled. The sutures were removed from the vessel and manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.